Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion sets leakage event on 31-may-2024 and 01-jun-2024. The set was leaking of insulin onto patch. The insertion site was located at abdomen and thigh. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level of the patient was 198 mg/dl. And for the second event 308 mg/dl.the patient replaced infusion set and resumed insulin successfully. No further information available.